Event description:
Additional information received from a consumer reported the patient had an x-ray done. The x-ray showed the wire had moved around a bit, but was okay.

Event description:
Additional information received from a consumer reported, the patient went to the emergency room and had an x-ray of their head and neck done. The x-ray showed that everything was within normal range. The patient had contacted the manufacturer after they were at the hospital for speech therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v535392, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v632892, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A consumer reported the felt a little off. Stimulation was verified to be on and the patient had not made any adjustments. When the patient turned their head to the far right, the wires felt loose. The wire was implanted on the left side of the patient's neck. The patient had fallen backwards off of a bicycle the day prior to this report, but the feeling of being a little bit off started before that. While the patient was at the hospital for speech therapy, they stopped by their neurologist's office and they were not able to see them. The patient's indication for use is parkinson's disease. There had been no changes in the patient's medication. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.